Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance of greater than 3000 ohms. Right atrial automatic threshold (raat) test showed atrial capture. All other lead measurements were satisfactory, and battery status was normal. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance of greater than 3000 ohms. Right atrial automatic threshold (raat) test showed atrial capture. All other lead measurements were satisfactory, and battery status was normal. Additional information was requested. At this time, no information has been received. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.